Event description:
Surgeon working on cystic duct. First endoclip suture device worked well, but a larger stapler was needed. After insertion of 2nd endoclip disposable clip applier (10 mm) it would not fire. Surgeon tried it twice internally without success and finally withdrew it. Also tried to fire it again outside the field without success. When trying to fire it internally the cystic duct was torn and became lost from view and could not be found. Surgeon had had to convert to open surgical procedure to locate torn duct.